Event description:
A customer reported receiving a reading of 129 mg/dl on his freestyle freedom blood glucose meter compared to a laboratory result of 75 mg/dl. The tests were reportedly performed within ten minutes. The results when plotted on a parkes error grid fell into the "c" zone. The "c" zone result shows the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.